Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a complaint history review cannot be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
The patient was admitted due to recurrent pain in both forearms and lower legs over the past three months. As per the physician¿s orders, an uncontrasted and contrast-enhanced MRI was scheduled for (B)(6) 2026. Contrast agent administration was required. A central line was placed as the contrast access route prior to the procedure. After the line was established, the catheter was flushed with saline in a pulsatile manner. Despite repeated flushing and clamping, blood reflux persisted, so the central line was replaced, and the examination was successfully completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.